Event description:
During a planned maintenance visit, a ge healthcare service representative noted that the alarms were not functional. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.